Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm) (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -11.5/+2.0/093 into the patient's right eye (od) on (B)(6) 2023. Excessive vault was noted. Within the initial surgery the lens was removed and replaced intra-operatively for a lens of the same length and the problem was resolved. Cause of event reported as unknown.